Manufacturer narrative:
Broken screw. The implant had to be removed. The internal configuration contains a white mass, which makes it impossible to see if a screw fragment is stuck inside. The broken screw was not provided for evaluation and has not been reported. Collateral damage. No product problem was detected. The dentist should have consulted the instruction for use to prevent this from happening.

Event description:
Broken screw. Implant had to be removed.